Event description:
It was reported that a clip was found broken before use on a patient. Therefore, a new unit was used instead.

Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. No device has been returned for investigation. Teleflex will continue to monitor and trend related events.

Manufacturer narrative:
(B)(4). Per DHR the product hemolok ml clips (B)(4) /cart (B)(4) /box lot# 73j2100520 was manufactured on 09/20/2021 a total of (B)(4) pieces. Lot was released on 09/30/2021. DHR investigation did not show issues related to complaint. According to the device investigator, the customer returned one cartridge with one broken clip from one unit of 544230 hemolok ml clips (B)(4) /cart (B)(4) /box for investigation. The returned components were visually examined with and without magnification. Visual examination revealed that the loose clip was broken in half at the hinge. Small scrapes were observed on the returned cartridge. A clip fragment was also observed in the cartridge. No other defects or anomalies were observed. No clear evidence of use in the form of biological material was observed on the returned clip. The clip breaking in half at the hinge during loading was determined to be the result of insert mismatch at the hinge area of the clip. The root cause is due to inadequate specifications for insert mismatch in the highest stress area of the hinge, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." One of the returned clips was broken at the hinge during loading. The root cause is due to inadequate specifications for insert mismatch in the highest stress area of the hinge, which is a design related issue. In summary, the reported complaint of "broken/detached parts - clip - hinge" was confirmed based upon the sample received. A broken clip was returned, and it was broken in half at the hinge. The clip breaking at the hinge during loading was determined to be the result of insert mismatch at the hinge area on the pierce leg side of the hinge. The root cause is due to inadequate specifications for insert mismatch in the highest stress area of the hinge, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that a clip was found broken before use on a patient.therefore, a new unit was used instead.